Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible contributing factors of device deformity include use of incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that there was no anatomical interference, or angulation/kink in the delivery system upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer talisman delivery sheath. During preparation, it was noted that both left and right discs were bulbous and could not be used to close the pfo. A 25-18mm amplatzer talisman pfo occluder was used to close the pfo. The patient remained hemodynamically stable throughout the procedure. There was little delay while we looked at the faulty device and preparation of new device.